Event description:
Patient had the star total ankle poly and tibial component revised.

Manufacturer narrative:
Report based on surgery report only. Star total ankle revised to smaller tibial component and thicker mobile bearing. Review of manufacturing records showed no anomalies.